Event description:
As reported by the user facility: (B)(4), reports occurred today started 250 bag of dopamine 800 mg in 250 ml, set to infuse 1mcgg/kg/min, rate should be 2.1 ml per hour. Two hundred fifty ml totally infused in 20 minutes. Patient not injured, but did have hypertension followed by rebound hypotension, levophed started on patient. Reference MFR # 9610825-2014-00173.